Manufacturer narrative:
Per -3888 final report. The appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. No deviation from process or non-conformity of product that would have caused or contributed to the adverse eventno deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The device was returned to corin. A visual inspection was performed, and both the cup and head showed signs of wear and tear. There were no obvious adverse wear patterns and some of the observed damage may be due to storage and shipment with both components in contact with each other. Wear particles over the 17 years the implant was in situ would have contributed to the soft tissue damage reported. Based on the above, the root cause of the reported revision is most probably wear and tear. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 17 years due to pain with the presence of a necrotic tissue pocked.

Manufacturer narrative:
Per -(B)(4) initial report. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Return of the explanted devices has been requested, and if received, they will be reviewed at corin. Details of this review will be provided in the next report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 17 years due to pain.